Manufacturer narrative:
Device eval 2 of 2. Please see MFR report #1627487-2010-02568 for device 1. Method: the device history and sterilization records were also reviewed. Results: the device history and sterilization records were reviewed and were found to meet specifications and no anomalies were found. The leads were visually inspected and found to be returned incomplete and severely damaged. The products were returned in such a state that functional testing could not be performed. Conclusion: the reported complaint could not be confirmed. The leads were returned incomplete and no testing was performed. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Please see MFR report #1627487-2010-02568 for device 1.